Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this patient experienced a syncopal event and was in the intensive care unit. Pacing inhibition of greater than two seconds was observed during threshold testing and loss of capture was noted. An x-ray revealed there was no slack in the lead. A revision procedure was performed and the lead was repositioned. No other adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.